Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 4 june 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 june 2019, it was reported that during preventative maintenance, a meshgraft was found to have a damaged cutter. A zimmer meshgraft ii serial number (B)(6) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 31 may 2019 noted that the guide block had sharp edges, the cutter was defective, and that the device was out of calibration on the right side. The device failed to produce a passing test mesh. Repair of the mesher occurred on 20 june 2019 and involved replacing the cutter as well as smoothing down the sharp edges and recalibrating the device. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the cutter was defective, it cannot be determined from the information provided as to what caused the cutter to become defective. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended per an action for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
During repair/inspection it was reported that the device had damaged cutter and were replaced and it was re-calibrated. There was no malfunction reported by the customer. No adverse events were reported as a result of this malfunction.